Manufacturer narrative:
The guide wire was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported via medwatch (B)(4) that a csi coronary guide wire was sheared off and was unable to be recovered. The wire remained within patient's coronary artery. Three requests for additional information have been made, but none has yet been received.